Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's field service engineer reported that while servicing the ventilator, the measured voltage of the power supply was not within acceptable range. There was no patient involvement.